Event description:
It was reported that during an anterior resection procedure, the staples failed to fire. The surgeon did a hand anastomosis; surgery was delayed 30 minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.